Event description:
During an endovascular approach to repair an aaa using the endograft, the device failed to "flow" upon unscrewing the screw handle, there had been no resistance or difficulty upon insertion of the endograft with the delivery system. Deployment was begun without difficulty and the screw handle was gradually unscrewed, observing the device and after several full revolutions, appreciated that the device did not appear to be flowing in normal fashion. It was felt that maybe perhaps the screw release was not withdrawing the sheath and it was therefore unscrewed further. The device was kept in that location anticipating that it would spring open. This did not occur. Disassembly of the device to see if there was possibly a problem with the deployment within the delivery system. This failed to identify any problem. It was felt that perhaps a portion of the suprarenal fixation system was in some way restraining the device and deployment of this was begun. This appeared to flow satisfactorily and was released in appropriate position; however the marks of the proximal end of the endograft remained constrained. Multiple attempts made to pass a wire or catheter were unsuccessful. There appeared to be detachment of the radiopaque cuff at the end of the delivery system from the remainder of the plastic catheter. It was appreciated at this point that it would be technically impossible to recover the delivery system since the graft was intimately engaged with it. FDA safety report ID# (B)(4).